Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive to new battery and rewind takes longer and rewind and prime sound was louder. Customer stated that insulin pump battery life was diminished, backlight was dimmed and had crack on the screen and on casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.